Manufacturer narrative:
Analysis of the ins (B)(4) found no anomaly.

Event description:
The health care provider (hcp) via a manufacturer representative reported that the implantable neurostimulator (ins) had a faulty header during implant on approximately (B)(6) 2016 and they were unable to pass the tined lead through the header. After disassembling the percutaneous connection from the lead, the hcp attempted to pass the lead through the ins header. After several unsuccessful attempts to fully seat the lead, the hcp noted a stopping point approximately mid-way through the ins header. The lead was evaluated for geometric abnormality and found to have no irregularity. The lead was wiped down with wet and then dry lap and further attempts were made to pass the lead through the header of the ins. As a measure of curiosity, the hcp passed a needle through the header to see if they encountered the same stopping point and noticed a catch again, mid-way through the header at the header/setscrew junction. The hcp used the ins torque wrench to reverse the setscrew using 1 full counter-clockwise rotation. This process was repeated twice followed by unsuccessful attempts to seat the lead. The ins was never implanted, was replaced, and would be returned. The issue was resolved and the patient was alive with no injury.

Event description:
Additional information received from the manufacturer representative reported that the health care provider's (hcp's) nurse covered all stage 2 procedures and the manufacturer representative wasn't covering the stage 2 procedure and the problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.